Event description:
It was reported that during an unk procedure, the jaws could not be opened. Another device was used to complete the procedure. There was no pt consequence. No additional info is available.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.